Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace was not recognized. The user completed the procedure with no further issue reported. No fragment fell inside the patient. Intuitive followed up and obtained additional information. No instrument collides with any other instrument or tool. There was no fragment. There was no patient injury. No video.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was found to have a curved blade broken at the base. A piece measuring approximately 0.5490" x 0.0840" was found to be broken off. The broken piece was not returned. The probable root cause is attributed to use conditions. Broken blades result from blade scratches and damage caused by contact with other instruments or hard metal objects (e.g., staples, clips, etc.) While the instrument is activated. These initial damages can worsen due to the ultrasonic vibrations of the harmonic ace blade, leading to blade failure. Blade damage may be detected by the generator with a solid tone or an error. This issue can be resolved by using an alternate instrument to complete the procedure.